Event description:
It was reported that bd vacutainer® urine analysis preservative tube is overfilling and giving erroneous results. The following information was provided by the initial reporter: the client reports that they are evidencing interferences with tubes 364992 between one of the tube preservers (chlorhexidine) and the sample proteins. They have observed that the filling of the tubes is not being done correctly since they either fill below the minimum or barely reach the minimum. They are presenting proteinuria that they suspect erroneous and must repeat analysis. Information received in 6/6/2019: there was no damage to the patient/health professional. There was no wrong exams results with damages to the patient due to the defect.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfilled tubes with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for draw volume testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples and photos, the customer¿s indicated failure mode for underfilled tubes with the incident lot was not observed as all samples met the required specifications. Underfilled tubes could be observed from the photos. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® urine analysis preservative tube is overfilling and giving erroneous results. The following information was provided by the initial reporter: the client reports that they are evidencing interferences with tubes 364992 between one of the tube preservers (chlorhexidine) and the sample proteins. They have observed that the filling of the tubes is not being done correctly since they either fill below the minimum or barely reach the minimum. They are presenting proteinuria that they suspect erroneous and must repeat analysis. Information received in 6/6/2019: there was no damage to the patient/health professional. There was no wrong exams results with damages to the patient due to the defect.